Manufacturer narrative:
Correction to field e1: initial reporter phone. This event was reported through review of real-world data; anonymized information was collected from events occurring in spain and italy. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of hematuria is a known risk associated with the device as indicated in the instructions for use. Additionally, the patient symptom of hematuria is defined within the device's risk documentation and accounted for during analysis to support acceptable risk benefit for the device. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific through a real world data (rwd) study that the patient had undergone a water vapor thermal therapy procedure using the rezum device in (B)(6) 2019. On an unspecified date following the procedure the patient presented with hematuria that required lavage. No additional details are available.

Manufacturer narrative:
This event was reported through review of real-world data; anonymized information was collected from events occurring in spain and italy. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of hematuria is a known risk associated with the device as indicated in the instructions for use. Additionally, the patient symptom of hematuria is defined within the device's risk documentation and accounted for during analysis to support acceptable risk benefit for the device. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported to boston scientific through a real world data (rwd) study that the patient had undergone a water vapor thermal therapy procedure using the rezum device in (B)(6) 2019. On an unspecified date following the procedure the patient presented with hematuria that required lavage. No additional details are available.